Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. "No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable." Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported via nbir capsular contracture baker grade iii against left device. The device has been explanted.

Event description:
Healthcare professional reported via nbir capsular contracture baker grade iii against left device. The device has been explanted.